Manufacturer narrative:
Motor error alarms during rewind due to corroded motor home switch. Unable to test for failed battery test alarms due to motor error alarms during rewind. Unit had scratched reservoir tube window and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was performed. The device was returned for analysis.